Event description:
It was reported that while deploying the stent (subject device), the distal end of the stent landed at the aneurysm neck and the physician felt it to be foreshortened. The physician deployed another stent within the distal end of subject device to cover the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient is reported to be 'fine and back at home'. As the stent was implanted it could not be determined what may have caused the issue. The anatomy was moderately tortuous and may have contributed to the reported event. Based on the information provided, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported event ¿stent deformed¿ and 'stent improperly deployed'.

Event description:
It was reported that while deploying the stent (subject device), the distal end of the stent landed at the aneurysm neck and the physician felt it to be foreshortened. The physician deployed another stent within the distal end of subject device to cover the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.